Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited noise over-sensing. Programming changes were made and no patient consequences was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicated that the patient was presented to the hospital. Upon interrogation, the implantable cardiac monitor (icm) exhibited noise oversensing.

Manufacturer narrative:
Correction: e2 health professional: health professional should be selected as 'yes' instead of 'no'. E3 occupation: the correct occupation should be 'physician' rather than 'other health care professional'.